Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue upon visual inspection and replaced the universal surgical manipulator (usm) to resolve the "reseat the sterile adaptor" message. After replacement, the system was tested, operated without error and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported failure ¿stuck presence pins¿. The middle presence pin on the usm arm was found stuck in and testing during fa reproduced the 31009 error. All carriage presence pins on the usm arm was replaced as a fix. After replacement, usm was retested and passed all specification. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation a review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The image appears to be taken while troubleshooting, the fse provided the image confirming that one of the four presence pins on the usm2 was stuck in consistent with the submitted report. This event is being reported because an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, after the customer cleaned and seated the endoscope on the universal surgical manipulator (usm) 2, a ¿reseat the sterile adaptor¿ message appeared with an amber led on the carriage of usm2. The customer reseated the sterile adaptor as well as the endoscope and performed system reboot and hard power cycled the system; however, the issue persisted. While troubleshooting with the customer, it was found that one of four presence pins on usm2 was stuck in, and could not be fixed. This confirms the issue. The procedure was completed without using the usm2. No issue with other three usms was observed. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: upon powering on the system, the system functionality was checked and there was no error found. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.